Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable roche cardiac poc trop t results for 1 patient tested on 2 different cobas h 232 meters compared to an unknown method. The customer did not provide specific data or units of measurements. The customer stated the result from both meters were over 600 and the result from another method was < 13. It was unknown if the results in question were reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided the serial numbers for the two h232 meters:(B)(4). The following results were from a patient sample collected at 08:11 on (B)(6) 2019: at 08:50 from meter (B)(4) troponin t result of 443 ng/l at 13:00 from meter (B)(4) troponin t result of 658 ng/l and from meter (B)(4) troponin t result of 684 ng/l. The following result was from a new patient sample collected at 10:46 on (B)(6) 2019: cobas 8000 e602 troponin t result of <13 ng/l. The patient's hematocrit was provided as "0.44." The two h232 meters were requested for return. The cust stated that the test strips were not available for return. Relevant retention material roche cardiac poc troponin t of lot # 36429210 was measured on qualified cobas h232 with: three negative blood samples and one spiked blood sample (c=650 ng/l), in comparison to the master lot # 28237880. Results: mean of the measurements with relevant retention material # 36429210: first negative blood sample : <40 ng/l , second negative blood sample: <40 ng/l , third negative blood sample: <40 ng/l , spiked blood sample (c=650 ng/l): 641 ng/l. Mean of the measurements with master lot # 28237880: first negative blood sample : <40 ng/l, second negative blood sample: <40 ng/l , third negative blood sample: <40 ng/l, spiked blood sample (c=650 ng/l): 652 ng/l. The results of the measurements with relevant retention test strips on qualified cobas h232 were acceptable.

Manufacturer narrative:
Relevant retention material roche cardiac poc troponin t of lot 36429210 was measured on both cobas h232 from the customer and on qualified cobas h232 with: one negative blood sample and two spiked blood samples (c=550 ng/l and c=700 ng/l), in comparison to the master lot # 35101880. Each blood sample n two test strips with relevant retention material on cobas h232 from the customer and on qualified cobas h232, each blood sample n three strips with master lot on qualified cobas h232. Results: mean of the measurements with relevant retention material # 36429210 on cobas h232 from the customer, ser.no.(B)(4). Negative blood sample: <40 ng/l, first spiked blood sample (c=550 ng/l): 574 ng/l, second spiked blood sample (c=700 ng/l): 746 ng/l. Mean of the measurements with relevant retention material # 36429210 on cobas h232 from the customer, ser.no.: (B)(4), negative blood sample: <40 ng/l, first spiked blood sample (c=550 ng/l): 556 ng/l, second spiked blood sample (c=700 ng/l): 742 ng/l. Mean of the measurements with relevant retention material # 36429210 on qualified cobas h232: negative blood sample: <40 ng/l, first spiked blood sample (c=550 ng/l): 544 ng/l, second spiked blood sample (c=700 ng/l): 747 ng/l. Mean of the measurements with master lot # 35101880 on qualified cobas h232: negative blood sample: <40 ng/l, first spiked blood sample (c=550 ng/l): 560 ng/l, second spiked blood sample (c=700 ng/l): 737 ng/l. The results of the measurements with relevant retention material on both cobas h232 from the customer and on qualified cobas h232 were acceptable. The results of the measurements on both cobas h232 from the customer showed no irregularities. The investigation did not identify a product problem. The cause of the event could not be determined.